Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 03/15/2020. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2019 and the absorbable straps were used. It was reported that the staples didn't fix the mesh. There were no adverse patient consequences reported.